Event description:
A report was received that the patient¿s intestines had shut down immediately after the implant procedure. The patient was admitted in the intensive care unit and was administered medications because he could not go to the bathroom. The physician believed that the event was procedure related. The patient underwent an explant procedure.

Event description:
A report was received that the patient¿s intestines had shut down immediately after the implant procedure. The patient was admitted in the intensive care unit and was administered medications because he could not go to the bathroom. The physician believed that the event was procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1110-02(sn-(B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of the stimulator causing "intestines shut down" issue could not be determined. Functional tests were conducted to ensure the ipg's functionality. No anomalies were found. Device exhibits normal device characteristics. Sc-8216-50(sn-(B)(4)) device evaluation indicated that the lead passed photographic imaging tests performed. The complaint could not be verified as the lead bodies were cleanly cut 5 cm from the proximal ends. Visual inspection revealed that several electrodes were dislodged from the paddle without being broken off. The cut damage was a result of a typical explant procedure and it was not considered a failure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110-02, serial#: (B)(4), description: precision implantable pulse generator.